Event description:
During an initial implant procedure on (B)(6) 2021, it was reported that the helix of the right ventricular (rv) lead failed to extend. After several failed attempts to reposition the rv lead, the physician elected to exchanged the lead and a new rv lead was successfully implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. X-ray inspection found overtorque of the inner coil inside the connector region consistent with procedural damage.